Event description:
Additional information was received that the stroke was confirmed via computed tomography angiogram due to probable left-sided mi occlusion at the mi m2 junction versus severe stenosis/subtotal occlusion. There was minimal flow seen in distal m2/m3 branches on the left. It was noted that changes of early middle cerebral artery territory infarct on the left suggesting an aspects score of approximately 7. No hemorrhage was identified. Approximately 4 hours post-implant, severe aphasia and right hemiparesis were reported as a result of the stroke. Per the physician, the valve implant procedure went well but unfortunately had perioperative likely plaque embolization to the left middle cerebral artery. According to the physician, the cause of death was not specified; however, the patient was with increasing oxygen requirements 2/2 acute stroke and was transitioned to comfort care. In addition, the patient had a history of stroke (right basal lacunar infarct) dated 2.5 years prior to the valve implant procedure.

Manufacturer narrative:
Additional codes: annexes annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient died. There were no problems with the device during the procedure. The patient was not pre-dilated or post-dilated and the valve was deployed on first attempt. There was no indication during the procedure that the patient would have any issues. The patient had a middle cerebral artery (mca) stroke either during or shortly after the procedure. The team attempted to treat her stroke but were not successful. The patient passed away the following day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.